Event description:
The pt purchased an ibgstar meter 5 days ago. His previous meter was the optimum. His insulin is delivered via an animas pump. Since using the ibgstar meter he has had consistently higher readings compared with his previous meter. Examples: optimum 13.5mmol, 3.7 / 6.7, 8.9 / 13.7, 5.6 / 6.9. He stated that his pump would need calibration for the ibgstar meter and that this involves a great deal of work, he is also concerned that should any issues occur with this meter he would not have a comparable backup using the same 2 technology. On one occasion he experienced hypoglycaemic symptoms as a result of the higher reading. No further info was available.

Manufacturer narrative:
Meter was not returned for eval.